Event description:
Consumer was sitting in a chair with the pad on his back when he felt it get too hot and found it to be smoldering. His chair and sweatshirt were damaged. No injuries were reported with this incident.

Manufacturer narrative:
Consumer has leaning against the pad and this crushing of the pad is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.